Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer inquired via phone call about the audio issue. The audio issue was confirmed during the call. The customer¿s blood glucose during the incident was unknown. It is unknown if the device will be returning for analysis.